Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported doctor visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had been provided with medical treatment and diagnosed with diabetic nephropathy and hyperglycemia. Patient had blood glucose levels of 500 mg/dl while wearing the pod for 4 to 24 hours on the arm. Patient was taken to the endocrinologist and treated with insulin through pens.